Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported since implant of the scs system frequency of the pt's ((B)(6)) migraines has increased resulting in severe headaches, nausea and vomiting. The issue was reportedly resolved following the relocation of the pt's ipg in (B)(6) 2012. No further pt complications have been reported.